Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement and cardiac perforation. Patient presented to emergency room with chest pain. Upon x-ray, it was found that the lead had dislodged and perforated his heart and also lung. During explantation, the patient crashed numerous times and the physician determined that the whole system should be removed. The patient then stayed in the hospital for six weeks. The current status of the patient remains unknown. Should additional information become available, it will be added to this file.